Event description:
The surgeon had performed a partial knee arthroplasty using the robotic arm interactive orthopedic sys (rio) and restoris multicompartmental knee (mck) implants. Approximately six weeks after surgery, the pt was treated for infection, and the onlay tibial insert component was exchanged.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. An onlay tibial insert exchange is routine procedure for wounds that appear inflamed or are infected after surgery. At this time, no mako implant component has been known to have contributed to post-operative inflammation or infection. Further evaluation in ongoing, and a supplemental report will be filed if additional info is obtained.